Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer's blood glucose level was 523 mg/dl prior to going to the hospital. The customer's mother was treating her blood glucose level with manual injections. She was hospitalized on (B)(6) 2015 with a blood glucose level of 445 mg/dl. The customer had a diabetic ketoacidosis. She was vomiting and did not look normal. The insulin pump was removed the day before she was hospitalized. The device was not returned.